Manufacturer narrative:
The device remains implanted in the patient; therefore the device is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Please note that the patient's gender is unknown.

Manufacturer narrative:
Complaint conclusion: it was noted that after deployment the surgeon found the stent to be shorter than expected. The nominal length is labeled at 100mm and the deployed stent is about 73mm. The stent did not cover the whole lesion requiring another stent to complete the procedure. There was no reported patient injury. The target lesion was located in the superficial femoral artery with an approximate length of 90mm and a reference vessel diameter of about 7mm. The lesion was moderately calcified and was not tortuous with a 70% stenosis. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus in the vessel. The lesion was pre-dilated before stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion, and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The catheter was not in an acute bend while attempting to deploy the stent. There was no difficulty experienced during deployment of the stent. It is unknown what part of the lesion he stent did not cover. The stent had fully expanded with good wall apposition. The stent was not noted to be compressed on the angiography. After stent deployment, the sds was removed easily from the patient and another 8x60mm stent was deployed in order to completely cover the lesion. The device remains implanted in the patient; therefore it is not available for analysis. Review of lot 15892200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information: the target lesion was located in the superficial femoral artery with a length of about 90mm and reference vessel diameter or about 7mm. The lesion was moderately calcified with a stenosis rate of about 70%. The vessel was not tortuous. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus in the vessel. The lesion was pre-dilated before stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion, and was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The catheter was not in an acute bend while attempting to deploy the stent. There was no difficulty experienced during deployment of the stent. It is unknown what part of the lesion he stent did not cover. The stent had fully expanded with good wall apposition. The stent was not noted to be compressed on the angiography. After stent deployment, the sds was removed easily from the patient. Another j&j stent (8x60mm) was used in order to completely cover the lesion. The patient is fine. No pictures of the shortened stent are available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information: on 4/15/2014, three pictures were provided. Image 2 shows an open smart control box with the stent size clearly labeled as 100mm in length. Image 3 shows a used smart control stent delivery system with the strain relief clearly labeled as 100mm. Image 1 shows a deployed smart stent that has been labeled as 75.9mm in length [no reference point has been provided to confirm the accuracy of this measurement but we assume it to be correct]. This image is of insufficient quality/resolution to show individual stent struts in enough detail to be able to determine whether or not they are compressed longitudinally. However, in the upper middle portion of the stent there is a marked haziness of approximately 20mm that is not present elsewhere. This could represent a compressed section of the stent. There were no films of the actual stent deployment provided. The complaint conclusion has been updated to reflect receipt of 3 still pictures: it was noted that after deployment the surgeon found the stent to be shorter than expected. The nominal length is labeled at 100mm and the deployed stent is about 73mm. The stent did not cover the whole lesion requiring another stent to complete the procedure. The target lesion was located in the superficial femoral artery with an approximate length of 90mm and a reference vessel diameter of about 7mm. The lesion was moderately calcified and was not tortuous with a 70% stenosis. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus in the vessel. The lesion was pre-dilated before stent implantation. There was no difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The smart control locking pin was in place during advancement towards the lesion, and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The catheter was not in an acute bend while attempting to deploy the stent. There was no difficulty experienced during deployment of the stent. It is unknown what part of the lesion the stent did not cover. The stent had fully expanded with good wall apposition. The stent was not noted to be compressed on the angiography. After stent deployment, the sds was removed easily from the patient and another 8x60mm stent was deployed in order to completely cover the lesion. There was no reported patient injury. Review of lot 15892200 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Image 2701 shows an open smart control box with the stent size clearly labeled as 100mm in length. Image 2702 shows a used smart control stent delivery system with the strain relief clearly labeled as 100mm. Image 2700 shows a deployed smart stent that has been labeled as 75.9mm in length [no reference point has been provided to confirm the accuracy of this measurement but we assume it to be correct]. This image is of insufficient quality/resolution to show individual stent struts in enough detail to be able to determine whether or not they are compressed longitudinally. However, in the upper middle portion of the stent there is a marked haziness of approximately 20mm that is not present elsewhere. This could represent a compressed section of the stent. There were no films of the actual stent deployment provided. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. In addition, holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. This can result in stent lengths which are longer or shorter than expected. With the information available and without return of the product for analysis it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the affiliate, the surgeon found the stent was obviously shorter than expected. The nominal length is 100mm, and this stent is about 73mm. This stent did not cover the whole lesion, and the surgeon implanted another stent to complete the procedure. No adverse event on the patient.